Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose level and due to diabetic ketoacidosis on (B)(6) 2019. Customer¿s blood glucose level was 400 mg/dl. At the time of hospitalization. Customer experienced nausea for high blood glucose level. Customer did not allege that insulin pump was under delivering. Customer were treated with intravenous drip. Customer did not call again to perform high pressure test for insulin pump. The insulin pump will not be returned for analysis.